Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "defib pacer device failure message" was observed during review of the device data logs. The device was put through extensive testing including bench handling, self-tests, and defib testing without duplicating the report. The processor/bridge/pace board, ECG board, and corresponding flex cables were replaced as a precaution. The customer's report of "unit shuts off" was not confirmed or replicated. The device was through extensive testing without duplicating the report. The battery sense cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during training by a zoll medical sales representative, the device displayed a "defib pacer device failure" message and inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.